Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5170931. Product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 359487.

Event description:
It was reported that the patient was experiencing lack of stimulation and any paresthesia due to high impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device components were discarded b the facility.